Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification were not provided for the patient mentioned in the journal article. (B)(4). Initial reporter - the article was written by nydick, jason a.; greenberg, scott m.; stone, jeffrey d.; williams, bailee; polikandriotis, john a.; and hess, alfred v.

Event description:
It is reported that the patient had failure resulting from deep infection and was successfully converted to wrist arthrodesis using a femoral head allograft. It is unclear if infection was less than 1 year post-op.